Manufacturer narrative:
Based on the current information provided, the cause of the large clip applier failure is unknown. The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) could not reproduce or replicate the customer reported event. Visual inspection did not reveal damage and when placed on an in-house system, the instrument passed recognition, engagement and clip tests, the grips opened and closed properly. Overall, the instrument was fully functional, and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to mishandling/misuse and recognition issues. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair, the large clip applier instrument could not hold the clip and it kept falling. A back-up large clip applier was used to complete the procedure robotically. It was learned through follow up with the robotics coordinator (roco) that it is unknown if the instrument was used once before malfunctioning.